Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the outer insulation is cut at 21 and 45.5cm. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve stimulation and pocket stimulation. The right atrial (ra) lead was found to have dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.